Event description:
Patient arrived at clinic visit on (B)(6) 2024 with noted damage to modular cable consisting of tearing and wrinkling. Modular cable replaced. Patient also complaining about improperly working clips. Clips replaced.